Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead had dislodged and the patient was experiencing muscle stimulation. Subsequently, the device was programmed to pace in the right ventricle only and lv outputs were programmed sub threshold. No adverse patient effects were reported.

Event description:
Additional information was received that the lv lead dislodgment that had previously been reported occurred after a mitral valve replacement procedure. Since programming the lv lead off, the patient has experienced an increase in heart failure symptoms. Subsequently the patient underwent a revision procedure where the lv lead was surgically abandoned and the device was electively explanted. The electrophysiologist documented that there was a clear lv lead dislodgement. No additional adverse patient effects were reported.